Manufacturer narrative:
Date received by manufacturer: 18oct2019. Date of report: 21oct2019. The manufacturer¿s international service technician confirmed the reported issue. The ventilator clicks on standby, disconnects the patient, and cannot enter standby mode. The manufacturer¿s international service technician replaced the defective flow sensor to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported unit can't enter standby mode. It is unknown if the device was in clinical use at the time the reported issue was discovered.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01aug2019.

Event description:
The customer reported unit can't enter standby mode. It is unknown if the device was in clinical use at the time the reported issue was discovered.